Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported an emergency room visit for low blood glucose levels. It was reported that customer's blood glucose levels reached in the low 20's (mg/dl). Customer stated that the sensor did not alarm in enough time; it wasn't until after she was being treated for low blood glucose that the insulin pump started alarming. Customer's blood glucose levels were not included in the report. Nothing further was reported.